Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Approximately thirty-one (31) days post initial procedure at routine follow-up, it was identified that the left limb of the stent graft had migrated downwards in the patient's body. The patient is in stable condition. A re-intervention is planned to address the issue, but surgery has not been scheduled. Additional information: the initial report indicated a "limb went down - migration" scenario. However, upon a comprehensive review of the computerized tomography (CT) scan results, it became evident that the intended interpretation was that the "limb went down" in the context of occlusion, rather than signifying migration. The objective findings from the computerized tomography (CT) scan conducted on (B)(6), 2023, show the complete occlusion of the left limb. This conclusion aligns with the clinical summary, which also confirms the occlusion of the left limb. The identified contributing factors suggest that the occurrence of angulation upon ab's landing led to the occlusion of the left limb. The patient underwent a secondary procedure during which the physician chose to perform the implantation of vbx (non-endologix) stents utilizing the kissing stent technique. A clinical evaluation also shows reasonable evidence to suggest a type ii endoleak (non¿device related failure) also occurred. It was reported the patient was discharged following the secondary procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the ovation ix, left limb occlusion is confirmed. The additional endovascular procedure is also confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak (non¿device related failure) also occurred. The type ii endoleak was discovered on (B)(6), 2023, on the review of the computerized tomography (CT) scan dated (B)(6) 2023. The complaint is most likely anatomy-related. There was an infrarenal angle of 57.9 degrees. The unsupported fabric of the aortic body landed in this angulation causing the left limb to occlude (anatomy related). It is unclear if the b cell lymphoma contributed to a hypercoagulable state. Procedure-related harms of this complaint could not be determined with the medical records available for review. It was reported the patient was discharged following the secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem g3 awareness date h6medical device problem codes; remove 3026 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Approximately thirty-one (31) days post initial procedure at routine follow-up, it was identified that the left limb of the stent graft had migrated downwards in the patient's body. The patient is in stable condition. A re-intervention is planned to address the issue, but surgery has not been scheduled.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.